Manufacturer narrative:
Patient information was unavailable from the site. Software investigation completed. Findings are that they were unable to determine root cause/inconclusive based on the information provided. No further issues have been reported.

Event description:
A medtronic representative reported attending a functional endoscopic sinus surgery (fess) for an accuracy and surgeon technique check. After passing tracer registration the surgeon questioned the accuracy as it appeared to be off 1-2mm in the patient anatomy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. System was deemed fully functional.